Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the micro switches and wire harness connection caused the issue. A field service engineer opened the latch column, cleaned the micro switches, and re-tightened the wire harness connectors. The customer tested the functionality of the doors, successfully recovering storage space and accessing all compartments without failures. A visual preventive maintenance check was performed, confirming that all other latch micro switches were clean and wiring was intact. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.